Event description:
It was reported that the bd neutraclear¿ 1-way pressure rated extension set - 19 cm leaked. The following information was provided by the initial reporter, translated from dutch to english: "they have had this one leak about 4 times now."

Manufacturer narrative:
H6: investigation summary: a pb1201ncm product was not available for investigation, however the customer confirmed that the complaint sample was from lot 22e25-tnp. As part of the investigation the customer provided a photograph of the affected sample, which indicated that the leakage was from the tubing joint of the male luer. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 22e25-tnp did not identify any in-process testing issues or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the pb1201ncm product in the past 12 months. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: lot was reported; however, this is not a lot # 22e25-tnp manufactured for the reported catalog #. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd neutraclear¿ 1-way pressure rated extension set - 19 cm leaked. The following information was provided by the initial reporter, translated from dutch to english: "they have had this one leak about 4 times now."